Event description:
Pt being treated for scollosis with posterior lumbar fusion returned to surgeon on an unk date. Clinical exam revealed two (2) matrix locking cps had come loose on the distal left and right at l1, and the rod at left l1 had migrated out of the screws. Pt was returned to operating room on (B)(6) 2012 for revision. The surgeon removed two (2) locking caps, two (2) screws, and one transconnector. Surgeon then repositioned the existing rod into the two (2) new screws, tightened with two (2) new locking caps, and affixed a new transconnector. The procedure was completed with no complications. This is 6 of 6 reports for the same event.

Manufacturer narrative:
Device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
All returned parts appear undamaged and in good working order. All mating components function properly and can be tightened as intended. The complaint is indeterminate as the clinical arrangement and assembly of the individual devices is unknown. The design is appropriate for the intended use. Placeholder.